Manufacturer narrative:
(B)(4). A2: 50-54 years old. D10: unknown - unknown femoral component - unknown. Attempts have been made to gather all product identification information and no further information has been provided. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the reported event by a health care professional found that arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known postoperative procedure related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. The root cause of the reported event was determined to be unrelated to the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty on unknown date. Subsequently, the patient underwent a manipulation under anesthesia on an unknown date. Attempts have been made and all available information has been provided.